Event description:
The consumer stated the tubes of the anti tippers broke off the chair where they attach to the frame. The consumer stated the tubes broke when he was lifting the chair up over a small curb, in the drive way. The consumer stated he was able to step on the crossbar and keep his wife from falling.

Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.